Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Despite more than 3 requests, the product is still not available for investigation. No product was returned. Therefore, no physical investigation can be executed. The complaint records have been analyzed for similar cases. No similar complaints in relation to a consumption of 10618 products were found since 2004. The root cause of the issue could potentially be due to user error such as mechanical overload or product abuse. There is no indication for a material or manufacturing related issue. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a aggressive cutter, sterile. According to the information received, the cutter jammed during the operation and the inner knife was no longer turning. Another product, same reference, same batch, was used and gave the same result. Information about patients health was not provided. Additional patient information is not available.